Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with two bands attached, which matches with the findings per media inspection of the provided photo. Additionally, it had the handle with the trip wire bent. The suture was broken, possibly during the removal of the device. The ligator housing teeth and the suture hole were in good condition. The handle slot had evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of the bands prematurely deployed cannot be confirmed as this happened during the procedure and there is not an objective evidence or descriptive conditions to confirm the reported event. Upon analysis, the condition of the device suggests that the device was unable to deploy the bands, and it was found that the trip wire was bent. It is possible that the device was used with excessive force when trying to deploy the bands, making them not deploy accordingly and failing during the procedure, and the trip wire being bent is a clear sign that excessive force was used because the trip wire material is strong enough to be pulled with the handle without sustaining any damages, perhaps there were many difficulties during the procedure that might have made the physician or the nursing team struggle with deploying the bands that force them to use excessive force, this could have also been a consequence of having used the device in a part of the body where it shouldn't have been used. The suture thread was returned broken, since there is no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach and gastric area; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach and gastric area during an endoscopic treatment of varicose veins procedure performed on (B)(6) 2023. During the procedure, the first band was attempted to be deployed, but all the bands were deployed at the same time. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach and gastric area; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach and gastric area during an endoscopic treatment of varicose veins procedure performed on (B)(6) 2023. During the procedure, the first band was attempted to be deployed, but all the bands were deployed at the same time. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach and gastric area; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.